Event description:
A puff of white/grey smoke was observed coming from a volcano combomap pressure and flow system during initial boot-up during a diagnostic catheterization procedure. No pressure wires were attached to the system at the time the smoke was detected, so there was no impact to the patient. Fractional flow reserve (ffr) was not able to be utilized, but an alternate therapy, intravascular ultrasound (ivus), was used with an approximate 5 minute delay in the case. There was no patient or user injury or harm as a result of this event.

Manufacturer narrative:
(B)(4). On (B)(6) 2010, volcano was notified that the device would be returned for evaluation. This report will be updated with the results of the investigation once it is completed.